Manufacturer narrative:
Medical device lot #: 5316737; medical device expiration date: 11/30/2016; device manufacture date: 11/12/2015; medical device lot #: 7285757; medical device expiration date: 10/31/2018; device manufacture date: 10/12/2017; medical device lot #: 7153850; medical device expiration date: 05/31/2018; device manufacture date:06/02/2017; medical device lot #: 7223923; medical device expiration date: 07/31/2018; device manufacture date: 08/11/2017; medical device lot #: 7313631; medical device expiration date: 10/31/2018; device manufacture date: 11/09/2017; medical device lot #: 6354674; medical device expiration date: 12/31/2017; device manufacture date: 12/19/2016; medical device lot #: 7222663; medical device expiration date: 07/31/2018; device manufacture date: 08/10/2017; medical device lot #: 7251910; medical device expiration date: 08/31/2018; device manufacture date: 09/08/2017. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s).

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had poor separation. No serious injury or medical intervention reported.